Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that he felt as if his insulin pump was not alarming no delivery when it should; the patient stated that the no delivery alarm would occur too long after the insulin pump stopped delivering. The patient's blood glucose at the time of incident was 302 mg/dl. Troubleshooting did not occur for the absence of no delivery alarm; the patient was at work and could not perform the high pressure test. The insulin pump was not returned for analysis.